Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.

Manufacturer narrative:
On (B)(6) 2024 , abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation at the back table, a 20/30 priority pack indeflator was connected directly to an unspecified balloon hub. When pulling negative pressure, a stream of air bubbles were seen in the indeflator and the balloon did not inflate. A new abbott indeflator was used to complete the procedure. There were no patient involvement and no clinically significant delay in the procedure. There was no additional information was provided.